Event description:
Customer reported an ma sensor error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and could not reproduce the reported problem. Sys operates as intended.